Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for longer than 48 hours. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The patient phoned her gp (general practitioner) and was prescribed antibiotics (take fluphloxyphin 4 times a day for 1 week). After the 1 week of antibiotics were completed, the patient was prescribed an additional two weeks worth of fluphloxyphin because the infection was not healing.